Event description:
During a peripheral intervention procedure, a fluid leak was noted at the seal of the sheath when the ablation catheter was withdrawn. The procedure was at an end point, and the patient was in stable condition.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals consistent with direct contact between a brk needle/stylet assembly and the seals during insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis